Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. Visual inspection revealed that at 20.9cm from the strain relief, the hypotube was separated. There were numerous hypotube kinks to the device. Microscopic inspection revealed no further damage or irregularity. There was contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft of the balloon broke. The broken part was removed, and the procedure was completed with another nc emerge balloon catheter. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft of the balloon broke. The broken part was removed, and the procedure was completed with another nc emerge balloon catheter. There were no patient complications reported.